Event description:
It was reported that: "the (B)(6) hospital has reported several incidents with the needles of epidural sets (needles twisting when inserted). No similar problems had previously been observed with this lot. No clinical consequences were reported." Associated complaints 3006425876-2025-00680, 3006425876-2025-00693 and 3006425876-2025-00692.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed, as a lot number was not reported. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the saint denis hospital has reported several incidents with the needles of epidural sets (needles twisting when inserted). No similar problems had previously been observed with this lot. No clinical consequences were reported." Associated complaints 3006425876-2025-00680, 3006425876-2025-00693.